Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if additional information is obtained, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
"This is a complaint from the market. Administrative no.(B)(4). Please refer to the complaint sheet for investigation. The operation video file related to no.(B)(4) and no.(B)(4) will be sent to (B)(6) soon." Report from the sales representative: laparoscopic assisted colectomy - "during laparoscopic assisted colectomy procedure, the customer noticed a portion of the septum and a transparent material from the event trocar and cfr73 (to submit as oly reference no. (B)(4)) came off into patient cavity. The portions were completely removed from cavity. No patient injury and bleeding. Notification the video will be sent to oly for investigation. Combined products would probably be known referring to the video. Septum cer check list about combined products is unavailable. The customer requests (B)(6) oly and (B)(6) shall use the video only for the investigation of the incident under prohibition of utilization other than for intended purpose. Please refer to (B)(4), oly reference no.(B)(4) for similar incidents in this facility recently." Initial investigation report by (B)(6) olympus - "the event unit was returned to olympus and visually inspected. No visible damage was observed with the septum, ddb and shield as shown confirmed the portion of septum was not derived from the event trocar and cfr73. The transparent material(no picture) was not related to the trocar and cfr73, and it will not be sent to (B)(6). The video file showing the event was sent to (B)(6) oly. The video for the incident is investigated in the complaint sheet no. (B)(4). The unit will be returned to (B)(6) for further evaluation. The video file data will also be sent to (B)(6) for further evaluation via email. Since the video size was large, the video was edited to smaller, just including the incident. Admin# (B)(4)." Patient status: "no patient injury"

Manufacturer narrative:
Investigation summary: the event product was returned to applied medical for evaluation. Upon inspection, engineering noted no damage to the seal or its internal components; the unit met current specifications. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products in accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. Based on the initial description of the fragmentation of the septum, an internal rubber component of the seal, the event was deemed reportable. After engineering performed their evaluation, the event is deemed non reportable as the unit met current specifications. (B)(4).